Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced bad halos, no good near visual acuity. Additional information has been requested and provided that avoids night driving, signal night vision issues, oncoming car lights are very problematic and ¿disco¿ lights, poor distance vision.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).